Event description:
It was reported that it took too many turns to extend the helix. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. There was blood in/on the helix mechanism and the distal conductor (not obstructed). The helix will not extend due to being over-retracted.